Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 21-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving floxuridine (unk mg/ml at unk mg/day) and heparin (1250 units/ml at unk units/day) via an implantable pump for unknown indications for use. It was reported that that there was a "malfunction, it's occluded" and the pump was "completely full when it should have been filled". The caller also mentioned that the pump was beeping recently but he was not aware of the reason for the beeping. The pump off password was provided.